Event description:
A report was received that stated a nurse received a clean needle stick. The report stated that the needle became exposed during a filling procedure when being removed from the morphine sulfate ampoule. There was no report of incident related medical sequelae and no treatment was reported. The device was apparently discarded and is not available for eval.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.